Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused morphine during patient therapy. The morphine was reported to be running for 48 minutes and when wasting the medication, the nurses identified that there were 90 ml out of 100ml morphine. The patient should have received less than 2ml but received 10ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.